Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Post-paced t wave oversensing was observed. Reprogramming was recommended. No further information is available.